Event description:
The neuron fractured during intracranial embolization of vessel so stents were placed to prevent migration of retained portion of the catheter and patient had to be given platelet aggregation inhibitor medication. The original intended procedure was a diagnostic angiogram. The neuron was being used with another 5 f catheter for the 6 f penumbra neuron.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital has been contacted multiple times for additional information and has yet to provide any more detail. This event was not reported through the normal complaint handling procedures. We became aware of this even only when we received the letter from FDA with the enclosed user facility report. All information in this report was taken from the report submitted by the hospital. Device not returned.

Event description:
The following information was provided from the hospital - this information was provided after following up with hospital after penumbra received a user facility MDR from the FDA. The information provided below details the case events and describes that is was the microcatheter (non-penumbra device) not the penumbra neuron delivery catheter, as described in the user facility report, that fractured during the procedure. There was no penumbra device involved in this adverse event. Following the diagnostic angiogram, the 5 french merit medical catheter was exchanged for a 6 french penumbra neuron guide which was advanced to the distal cervical right vertebral artery. Superselective catheterization of the right posterior meningeal artery was performed with the marathon microcatheter and mirage 0.008" microguidewire and a superselective angiogram performed. 0.23 cc of dmso was then infused in a timed fashion and onyx-18 liquid embolic agent was injected under blank roadmap technique over several minutes. The microcatheter fractured during the onyx embolization and during the removal process became lodged in the cervical right vertebral artery. To prevent migration of the retained microcatheter into the distal vertebrobasilar circulation two enterprise stents were placed in the proximal and distal cervical right vertebral artery over the retained, fractured microcatheter. The patient was acutely loaded with reopro prior to the stent deployments. A final control angiogram was performed to assess for residual arteriovenous shunting or for distal emboli.

Manufacturer narrative:
The device which failed during this procedure was not manufactured by penumbra, inc. There was no penumbra device failure as initially reported in the user facility report.